Event description:
It was reported that following a intervention procedure, the patient experienced ventricular fibrillation. The chronic total occlusion lesion was located in the right coronary artery (rca). The true path cto device was used successfully and was followed by balloon dilation and placement of an unknown stent. A few hours following the procedure the patient started feeling unwell and later that evening experienced ¿vf arrest¿, the patient was kept in the ICU and monitored. It was reported that patient experienced a neuro related event. Patient was discharged a week after the event.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).